Event description:
This lead was implanted in 2006 and remains implanted at this time. On (B)(6) 2013, it was noted that patient had lot of inappropriate shock. Upon device interrogation it was seen that this lead has presence of noise. The physician decided to deactivate the tachy therapy and hospitalized patient. The physician was dr. (B)(6) at (B)(6), italy. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).